Event description:
Abdominal adhesions. Pt underwent adhesiotomy for adhesive ileus (without bowel abscission) in 2003. After lysis of the adhesions (with no enterectomy), two sheets of seprafilm were placed over the parietal peritoneum. The pt's abdominal median incision was about 15 cm long. The skin was sutured by hand. The whole operation took 2 hours. The following day, the pt started on a liquid diet. The next day the pt developed abdominal distension and was given dinoprost and their food was stopped. The following day, an ileus tube was inserted and the next day, it could not be inserted any further. Two days later, intravenous hyperalimentation was started. The ileus tube was removed two days later, as the pt had improved. Four days later the pt was restarted on a normal diet and experienced no abdominal distension, however the pt did vomit. Three days later the pt was re-operated, at which time, the physician discovered "graft adhesions" where seprafilm had been placed, requiring significant enterectomy. The relationship between the event and seprafilm was reported as definitely related, per the physician.